Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual examination confirmed the complete lead was returned, severed in two segments. Examination also noted the helix mechanism was retracted and dried blood was present in the helix housing. Resistance testing confirmed the two segments were electrically continuous. An x-ray of each lead segment noted a slightly stretched cathode inner coil, near the tip; however, this finding would not have impacted pacing threshold measurements or sensing abilities. Analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensing and high thresholds, post wound closure. Attempts were made to reposition the lead were unsuccessful. A different lead was implanted. No adverse patient effects were reported.